Event description:
Acclarent was notified on (B)(6) 2012, of an event that occurred on (B)(6) 2012, during a sinus surgical case when acclarent balloon dilation technology were used. An acclarent balloon was used to dilate right maxillary sinus and vortex irrigating catheter was threaded over the guide wire. Saline was slowly infused into the sinus and the surgeon noted the cheek to swell. He stopped irrigation and asked the ophthalmologist to operating room to check the intraocular pressure. The ophthalmologist found the intraocular pressure to be normal. The cheek swelling resolved by applying pressure to the cheek and the surgeon elected to process the opposite side which was accomplished with no difficulty. There were no ocular or visual symptoms prior to discharged. The pt was seen by the ophthalmologist one day after surgery and was contacted one week later and had no sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The surgeon indicated that there was extravasation of saline into the soft tissue of the cheek either through a bony portion of the maxillary that had not fused during development or the vortex catheter traversing into the soft tissue. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.